Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing but the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy two out of two attempts. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a damaged conductor wire. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was intermittent loss of cautery. There was no thermal damage noted on the instrument. It was unknown if the issue caused arcing. There was no fragment that fell into the patient.